Event description:
On the fifth use of skinled suffered transient vision loss/blurred vision of 10 minutes in duration with flash burns to eyes. It doesn't come with eye goggles. I have to place wet towel over my eyes and subsequently ophthalmologist confirmed light burns the eyes. Placed on antibiotics. Also after return, I realized that this is not a medical device while all other similar devices are FDA approved. Why FDA doesn't approve this device while others are?